Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 11 months ago. Aneurysm and vessel morphology at the time of implant were not reported. A total of 5 talent thoracic grafts were implanted without issues. It was reported that there has been noted aneurysm sac growth of about 0.75 cm. Consequently, there is now a type iii separation endoleak between 2 of the talent stent grafts (mdr2952300-2009-01277) due to the sac enlargement and remodelling of the devices. The physician has elected to intervene for the endoleak at a later date. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Eval: results and conclusions: endoleak. Aneurysm enlargement. Identity of which devices separated not reported.